Event description:
The customer reported that the remote network station (rns or remote monitoring system) are experiencing communication loss.

Manufacturer narrative:
We followed up with the customer, and they stated that the issue was resolved by resetting the hl7 svc.